Event description:
The customer contact reported the device door roller was broken off and the door roller in was missing. The device was returned to the biomedical department with an unsigned noted that stated, "beeped replaced battery event when plugged in." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken off and the door roller pin was missing. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device door roller and door roller pin were broken off, and the door did not close completely. Further testing, found the device had unrestricted flow when the door was opened. This was due to the broken device door roller and door roller pin. The broken device door roller and door roller pin prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the door was opened. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.